Event description:
On december 28, 2006, the lay user/pt contacted lifescan alleging that his one touch fasttake was reading inaccurately low compared to his doctor's meter. At the time of the incident, the pt was on a cruise and was testing on his one touch fasttake meter, which was his "backup" meter that he regularly does not use. The pt takes metformin and a usual amount of insulin r and nph; however, he would adjust his insulin dose if his blood glucose levels were low or high. He also stated that his blood glucose levels are usually "around 165 mg/dl." Around december 18, 2006 (around noon), the pt started to feel weak and dizzy about 1 hr after his lunch. He did not test on his meter at this time since he did not have his meter with him. He also thought the cause of his symptoms was something else and did not suspect low blood glucose levels. Around 7:30 pm, he tested on his meter and got "175 mg/dl" and then took his "normal" insulin dose (unk dose). He stated that he was still experiencing the same symptoms; however, he still did not suspect that he was having low blood glucose levels due to his meter reading and did not administer any self-treatment. He stated that he was walking more than usual all afternoon on the ship and later had a "small" dinner (slice of roast beef). Around 9:30pm, his dizziness got worse and so he went straight to the infirmary without bringing his meter with him or testing on his meter. When he arrived at the infirmary, they thought he was having a heart attack and checked his heart and his tests were normal. They then checked his blood glucose and got "72 or 75 mg/dl" on the doctor's meter and treated him for low blood glucose with "glucose" and orange juice. The pt reportedly felt better after drinking the orange juice. He retested his blood glucose and got "72 mg/dl" on his meter and "87 mg/dl" on the doctor's meter with the blood sample from the same finger prick. They monitored him for a couple hrs and let him go. The customer care advocate verified that the meter was correctly set to "mg/dl," an approved sample was used, and the correct testing/cleaning techniques were used. The pt stated that the reported tests strips were "possibly expired," which can contribute to inaccurate meter readings. This complaint is being reported due to the following conclusion: the pt had symptoms that suggested low blood glucose when he obtained a "175 mg/dl" meter reading; however, he took his insulin based on his meter reading and his symptoms worsened 2 hrs later. He sought medical attention and was treated for low blood glucose levels. The meter, test strips, and control solution were replaced with a one touch ultra kit.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.